Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with crack on seam near lock and chip in batter door. Event history log review was performed and found evidence of reported problem. Visual inspection and ran pump in user mode. The claim of double beep was confirmed. When powered up the unit started alarming for no disposable even though it was in stop mode. During investigation attaching a cassette stopped the alarm. The pump ran normally. In mu mode when the cd was checked it was found to be stuck high. Further investigation found a crack on the rear housing near the lock and leaky pixels on the lcd. The battery door also had a chipped. According to the investigation, the reported problem was caused by defective cassette sensor. Service's will replace the downstream occlusion and cd to correct the reported problem.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.